Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Manufacture date was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the straight suction was damaged in the tray. The base was disconnected from the shaft. No patient was present at the time of the event.

Manufacturer narrative:
The straight suction was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The returned straight suction has a broken weld from the shaft to the body. The two parts are now separated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: there was no way that the suction could be verified; it was broken in two pieces. It was unknown how the damage occurred; the scrub opened the sterile container, picked up the suction and noticed that the shaft was disengaged from the port.